Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was not impacted by the event. Multiple attempts were made by tandem's technical service team to obtain further information regarding the patient and event but none was obtained.